Event description:
It was reported that during a prostate procedure, the fiber end was observed to be broken. The procedure was completed using a second fiber. No other information available. There was no patient injury reported.

Manufacturer narrative:
Product analysis does not support the reported issue of end is broken. Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing is bent at the metal open end; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.